Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: additional pro-code: hwc.: without a valid lot number the device history records review could not be completed.: complainant device is not expected to be returned for manufacturer review/investigation.: initial reporter is j&j company representative investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, an event occurred that involves the aiming arm radiolucent and insertion handle radiolucent with unknown allegation. There is no surgical delay reported. It is unknown if the procedure was successfully completed. This complaint involves two (2) devices. This report is for one (1) insertion handle radiolucent this report is 2 of 2 for (B)(4).